Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter's name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during routine check, the cardiosave intra aortic balloon pump had displayed the counterpulsation device may require maintenance. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.